Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer reports a male pt has presented to our dialysis unit with a break in his palindrome (hsi) catheter. The catheter has been in use for less than one year. The crack is located at the hub area. The catheter will be pulled and replaced.